Manufacturer narrative:
Eval conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA. Note: the indicated importer has rec'd FDA exemption to submit one FDA form 3500a to satisfy both the importer and MFR for the same event.